Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site and discomfort at the lead site as the patient could feel the lead under the skin. The patient also had not been able to fully charge the ipg. The physician noted that the ipg was superficial. Ultrasound was performed near the midline incision and the physician determined that the leads were coming out of the space. The lead did not migrate in the epidural space, but it became more superficial under the skin. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and the tail of one lead was buried deeper. The patient was doing well postoperatively.